Manufacturer narrative:
Investigation results: background the issue was created in 4.0c as a side effect of a 4.0c enhancement to remove an informational message on tee probes. Prior to 4.0c, when tee probes reached 40 deg c, a popup message was displayed to inform the user the transducer temperature was rising. On z6ms probes, the customer complained that this message was undesirable and confusing as it was assumed to be a warning message and not just informational. It was requested to be removed. Root cause: in the 4.0c release, when the popup message was removed, the sw changes did not cover one behavior interaction with the mouse cursor in previous versions of sw, when the popup message was displayed, it contained an "ok" button for the user to dismiss the message. To enable the user to interact with the "ok" button, the sw provided the user with a mouse pointer. This issue was fixed in software release vb10d (4.0d).

Event description:
The user loses control of the region of interest - roi - (color, pw/cw gate, m-mode, res, b-fov). The lack of arbitration does not allow the user to move the roi with the trackball. This only happens in a conditional situation when the roi is un-arbitrated (de-selected) and when the transducer reaches 40 degrees c.